Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the mynx control vascular closure device (vcd) was used for hemostasis after percutaneous coronary intervention (pci) and was used normally, but the balloon burst and failed. There was no patient injury. The device will be returned for analysis.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use, the mynx control vascular closure device (vcd) was used for hemostasis after percutaneous coronary intervention (pci) and was used normally, but the balloon burst and failed. There was no patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was not depressed. The syringe was connected to the device with stopcock open. The sealant was not returned. The procedure sheath was locked on the sheath catch. It was observed that the balloon proximal bond was detached from the polyimide shaft, and the balloon was bunched up. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed that the balloon proximal bond was detached from the polyimide shaft, which caused the leak and may have contributed to the reported failure. Per microscopic analysis, visual inspection at high magnification showed that the balloon proximal bond was detached from the polyimide shaft. The balloon and balloon proximal end were bunched up, exposing the balloon proximal bond area, and the core wire as received. No tear was observed in the balloon during the device failure investigation. Inspection results also revealed a dent on the tamp tube¿s distal tip and the catheter shaft was kinked/bent at where the tamp tube was damaged, which indicated that excessive force may have been applied on the device at wrong angle during the procedure. Per dimensional analysis, the proximal bond length was measured and noted to be within specification. A product history record (phr) review of lot f2109603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. It was confirmed that the balloon loss of pressure was caused by the balloon bond detachment which may have been attributed to wrong angle deployment and application of excessive force on the catheter during the sealant deployment step. It should be noted that if the device is misaligned with the tissue tract during the sealant deployment step, it can cause the tamp tube to "pin" the catheter shaft and scrap off the balloon proximal end from the polyimide shaft during button # 1 depression, resulting in the balloon bond detachment. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.